Manufacturer narrative:
(B)(4). Batch #: u5ax50. Component code = others (g07). Additional information was requested, and the following was obtained: could you please clarify how much blood was lost (ml)? I was not in surgery, from what I understood from the surgeon was blood loss but not significant that had to be given rations or fluids. Did the patient require a transfusion? No. Was the patient on blood thinners prior to the procedure? Unknown. Was the patient receiving any anti-coagulation therapy post-operatively? Unknown did the patient have an additional tests or procedures related to the bleeding.(additional lab work, re-operation, scoped, blood products, fluids, etc)? No. Did the post-operative care change based on the bleeding? No. Device analysis: the analysis results showed that two vasecr35 reloads were received sterile and with no apparent damage. The returned reloads were opened and tested with a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the reload performed without any difficulties noted. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a lobectomy, the cartridge of vascular echelon was fired. The staple line was imperfect and caused slight bleeding. The surgeon said that staples were missing. There was no delay to the surgery. The procedure was successfully completed with no patient consequences.